Event description:
Sales rep reported a neurosurgeon experienced difficulty removing the stylet from the catheter following catheter insertion. The nuerosurgeon was placing the catheter on a pt that presented with either a subarachnoid hemorrhage or intraventricular hemorrhage. Upon removal of the stylet, the neurosurgeon reported the stylet felt like it was sticking to the inner lumen of the catheter and possibly causing the catheter to "bunch or kink". The catheter was connected to the drinage system and functioned as desired, with no performance issues. In the event the catheter was not functioning, the catheter was re-positioned using the stylet. The stylet was also sticking on re-insertion. Seven to ten days post insertion of the catheter, the neurosurgeon proceeded to remove the catheter and observed small fragments of parcheymal tissue present on the catheter. This reports to be a common finding upon catheter removal. On a routine CT scan following removal of the catheter, blood was demonstrated on the track of the catheter. The pt was kept in the intensive care unit for one additional day for observation. The pt recovered from the bleed.